Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
The catheter break was found. The indwelling period was 364 days. Infusion difficulties have been experienced prior to the incident. Attempt was made to retrieve distal portion of catheter with snare. The catheter was found to be embedded in the vessel and could not be removed. Decision was made to leave catheter in the body. It was reported that the pt has since died.